Event description:
Complainant alleged while attempting to treat a 20-year-old male patient, the device failed self-test for defib and pacer function. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the processor/bridge/pace (pbp) board. Board level debug confirmed fault on multiple components. The pbp board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.